Manufacturer narrative:
Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that they had no delivery alarm. The customer had high blood glucose level of 562 mg/dl. Troubleshoot was performed. Customer states the insulin pump alarmed no delivery. The customer stated that the blood glucose was 500 mg/dl. The customer treated with syringe. Advised to revert to backup plan. The product was returned for analysis.